Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a prismaflex m100 set, an external fluid leak was observed from the drain bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual sample was not available for investigation however photos were provided. The visual inspection observed an external fluid leak from the drain bag near the stopcock. The reported condition was verified. This is a supplier related issue. A supplier notification will be sent about this event. Should additional relevant information become available, a supplemental report will be submitted.